Event description:
Patient had a full replacement. It was noted that the surgeon subsequently was unable to remove the lead from the battery and damaged the lead while trying to dislodge it from the generator. The explanted devices have not been received for analysis to date.

Event description:
The device has been disabled.

Event description:
Explanted product was received. Product analysis is currently ongoing.

Event description:
Product analysis was performed on a patient's returned generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. Review of the stored data found that high impedance was first seen on (B)(6) 2022. High impedance was seen multiple times following that day. Product analysis was performed on the returned lead. During the decontamination procedure, the lead connector was damaged in the process of trying to remove it from the header. This separated the pin from the ring, and the pin coil broke at the pin end. Continuity checks of the returned lead portion were performed, and no discontinuities were identified besides the aforementioned broken pin coil. Three sets of setscrew marks were seen on the connector pin, with one half set near the end tip of the connector pin. This half set indicates that the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The three additional setscrew marks on the lead connector pin prove that at one point in time, the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. Additionally, continuity measurement taken during decontamination did not verify an electrical contact between the generator and the negative connector block to the end of the lead. This is likely due to the setscrew not being tightened onto the lead pin. Though not conclusive, the improper set screw connection and an improper lead insertion could be contributing factors for the reported high impedance. The lead¿s condition is consistent with conditions that typically exist following an explant procedure. Since the entirety of the lead was not returned, and evaluation and commentary cannot be made on those portions.

Manufacturer narrative:
B5. Corrected problem description, supplemental #4 report: inadvertently left out portion of product analysis results. F10. Corrected medical device code, supplemental #4 report: inadvertently left out a040507 coding. F10. Corrected medical device code, supplemental #4 report: inadvertently left out a180103 coding. H6. Corrected investigation findings code, supplemental #4 report: inadvertently left out c070606 coding.

Event description:
Abrasions were observed on the connector boot and outer tubing at various areas. Dried body fluids were observed inside the inner and outer tubing in some areas.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient has high impedance. Clinic notes received and mention that for the last 3 months the patient feels pain around the area of the stimulator and according to the mother the stimulator is moving around. The device also shows high impedance. It is noted that since then she feels seizures are a bit more frequent but they are very short. The battery was recently changed in (B)(6) 2022 and is 75% remaining. The report of migration on the generator is housed in MFR report # 1644487-2022-01409. It was noted that x-rays have not been taken. The physician believes that the pain is due to the issues with the lead. There was no known trauma or manipulation of the device. The revision is for the pain as this is believed to be due to the issue with the lead. The revision for pain is both for patient comfort and for the vns to work properly again. No known surgical intervention has occurred to date. No additional relevant information has been received to date.